Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, remaining within a safe range. Technical support provided instructions for resetting the pump, which was completed successfully without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappears.